Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. It was reported, the user ¿saw bubbles¿ of air in the cassette. During trouble shooting it was noted that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. It was also reported that there was a leak as a result of the loose connection and there was a damage noted between the connection point of the heater line of hc cassette and the heater bag. Renal therapy services (rts) discussed the meaning of the alarm with the patient. Rts assisted the patient to end the therapy session and to remove the cassette. Rts advised the patient to use new supplies in starting a new therapy session. Rts discussed proper procedures per the user manual with the patient and the use of continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag and resulted in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.